Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet that led to suspended automated insulin dosing in bg-run mode; the agent instructed the user to enter a fingerstick value to resume delivery and guided them through toggling settings and re-pairing the sensor connection, with the event characterized as an intermittent communication failure involving the antenna/electrical component. Symptoms included hyperglycemia, with a reported fingerstick glucose peak of 209 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet system consistent with intermittent communication failure traced to the device¿s antenna/electrical subsystem. It was concluded, based on previously established findings for similar reports, that the cause was component failure.